Event description:
It was reported during the implant procedure that the right ventricular (rv) lead was difficult to position because the helix could not be extended and was indicated as broken. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent was found. The analyst commented that visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.